Event description:
It was reported that this lead was capped due to oversensing artifacts approximately 64 months after the implant. A lead fragment was returned for analysis. Serial number of the lead is unknown. The event date is unknown.

Manufacturer narrative:
(B)(4) 2017 - we were notified of the correct serial number for this report. Removed the incorrect serial number (B)(4) and added the correct serial number, model name and model number. Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip and the shock coil was not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.